Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 6949 implantable tachy lead (B)(6) 2005; 4076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at recommended replacement time (rrt) and exhibited possible early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.